Event description:
During a laparoscopic nissen on a three yr old pt, tissue was slipping out of jaws of lcs instrument, before full hemostasis had occurred. Alignment was verified by surgeon and rep. Tissue continued to slip out, resulting in bleeding. No consequence to pt.